Event description:
It was reported that a cadd cassette 100 ml, ln 68-2230-28 and unknown lot number. It was stated that the nurse reported that the patient fell over the weekend. Medication leaked from the cassette during the night, damaging the pump which now displays error message 1618. The pump can no longer be started. They requested a replacement. The nurse will send them the current dosage. The patient is on substitute medication. Current dosages are md of 5.0 ml, krt of 3.5 ml per hour, krn of 1.0 ml per hour, and ed of 4.0 ml. The pump was running and was connected to the patient. No adverse event reported.

Manufacturer narrative:
No lot number was provided; therefore, a device history record (DHR) review could not be conducted. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.